Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the fiber optic assembly to resolve the malfunction of the iabp. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing a preventative maintenance (pm) on a cs300 intra-aortic balloon pump (iabp) it failed fiber optic module test. There was no adverse event or patient injury reported.